Event description:
It was reported that the product is leaking while in use. The device fault occurred while drawing the blood cultures. The device was cracking inside near where it connects to the IV saline lock, causing blood to leak out. No medical intervention required.

Manufacturer narrative:
E1 - initial reporter phone: (B)(6). B3: date of event is unknown; no information has been provided to date. H3: device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.